Manufacturer narrative:
The investigation into the product damage (cannula kink) has been completed since the original report was filed. The device was returned for investigation. Per the investigation and the clinical information provided, the root cause of the low pump flow issue was a kinked cannula due to small/ diseased vessel.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 50-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implant and after the impella went around the aortic arch, it became kinked on the cannula. Staff attempted to move to unkink and was unable to straighten. Device was removed, cleaned and re-implanted and the kink occurred again. The team was unable to go above p3 without suction event. Patient placed on ECMO and a new impella cp was placed without any complications. There was no patient harm.